Event description:
Twelve weeks following omnisure urethral sling incontinence surgery, the pt presented with groin pain and underwent surgery to excise one knot (on the omnisure sling) from the pt's groin area. Two weeks following re-surgery, the pt is reported to be free from groin pain.

Manufacturer narrative:
The product is recommended for use only by medical practitioners who are appropriately qualified and properly trained in surgical procedures involving the treatment of urinary incontinence. Details of this adverse event (including pt relevant history, omnisure sling lot number & manufacture/expiration date, and concomitant medication), received from the surgeon, are incomplete. Since the omnisure lot number is unk, a review of device history records for all omnisure batches manufactured by mpathy medical was conducted and all batches met finished product release criteria, and no device issues were identified which would cause or contribute to the reported problem. In addition, all omnisure devices supplied/sold to date are also within their expiration date. Failure to follow guidelines within the omnisure instructions for use may have contributed to the adverse event. The instructions for use states that omnisure sling ends should be cut at rectus fascia to remove excess material. Further follow up with the surgeon to determine pt relevant history, omnisure sling lot number & manufacture/expiration date, concomitant medication, and further pt outcome is underway by mpathy medical, and when this additional info has been obtained, a supplemental 3500a form will be submitted accordingly.